Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Multiple MDR reports were filed for this event, please see associated reports: 0002648920 - 2021 - 00195.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Medical records were not provided for this revision. Review of the information provided to health care professional states that the patient was revised due to pain and difficulty ambulating. A second revision occurred due to elevated metal ions. The patient stated the head needed to be replaced. Review of the device history records identified no deviations or anomalies during manufacturing related to the reported event. Root cause remains unchanged.

Event description:
No further event information available at the time of this report.

Manufacturer narrative:
(B)(4). The device will not be returned for analysis, due to location of device is unknown; however, an investigation of the reported event is in progress. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565-2021-01414.

Event description:
It was reported that the patient underwent a revision procedure of the left hip approximately 8 years and 7 months post implantation due to extremely high cobalt levels. Patient stated the metal head needed replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. Reported event was unable to be confirmed due to limited information received from the customer. Device history record review was unable to be performed as the part and lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Event description:
No further event information available at the time of this report.